Manufacturer narrative:
A field service engineer serviced the console on-site. Error 52 was found 5 times in the logs. The emergency stop button was identified as loose and was tightened. Error 12 was also observed, likely caused by a damaged flow switch. The flow switch was replaced. The console was repaired and ready for use. The flow switch, emergency stop button, and the coolant refilling bottle were returned to our post market quality assurance laboratory for visual inspection. All components passed successfully the visual inspection. Based on the analysis results, the issue was resolved by replacing the flow switch and securing the emergency stop button, confirming the reported allegations. It is probable that the loose emergency stop button, and the damaged flow switch led to the event reported by the customer.

Event description:
It was reported that, during startup, e-stop error 52 and coolant flow error 12 were displayed. The errors would not clear. There was no patient involved. Analysis on-site of the emergency stop button identified that it was damaged.